Manufacturer narrative:
(B)(4). Inherent risk of procedure (stroke).

Event description:
Patient received one endeavor rapid exchange (rx) drug eluting coronary stent in the distal right during index procedure. The target lesion exhibited 100% stenosis and was pre dilated. However it was reported that approximately 16 months post stent implant patient was re-hospitalized due to a stroke. Patient is reported to have recovered and no other clinical sequelae were reported. Investigator reported that the event was not related to the study device.